Manufacturer narrative:
The information contained in this report is being provided to FDA to comply with medical device reporting regulations and is based on information submitted by others that my not be factually correct.

Event description:
The patient underwent an interbody fusion surgery with placement of an elite expandable device. During the procedure it was noticed that one of the tines on the implant inserter had broken. The surgeon decided not to remove the fragment from the patient's disc space. No patient consequence has been reported.